Event description:
New information received notes the lead was extracted due to lead failure. The patient was noted to have no symptoms and to be stable following the pocedure.

Manufacturer narrative:
No complaint was received with the return of the device. A failure event was observed during analysis. The lead was returned with no reported event. A partial lead (only distal portion) was returned in one piece. Visual inspection of the partial lead found an internal insulation abrasion breaching the ring electrode and inner coil lumens with intact ring electrode cable coating between the shock coils.

Event description:
This report is to advise of an event observed during analysis.